Event description:
From (B)(6) 2022, we had 10 (ten) needlestick incidents where medical professional used the "safety needle 25g 1" " to provide immunizations and the device was reported to be faulty. Examples were "the safety cap bent out of place after immunization and pricked fingers", or "the safety mechanism failed and broke off as the provider was engaging the safety cap". Lot numbers involved in this include the following (2347801, 210207, 210307).